Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging missing results. The reporter alleged that the meter is not recording all of the patient's blood glucose levels; time/date settings on pump were off by a day. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.